Manufacturer narrative:
Date rec'd by MFR: 04/11/2019. During service of the ventilator the field service engineer found that the pressure relief valve test was not passing and a diagnostic error code 4 in the ventilator logs for an unexpected restart. The fse replaced the inhalation module assembly. An inhalation module assembly was returned to was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03jul2019. A sensor board was return for analysis. An investigation was performed and the sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator shutdown and generated an oxygen valve liftoff failure error code no patient harm reported. The event date was not specified; estimate used.